Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to noise. Patient will be referred for explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.